Event description:
It was reported that the defective clip, does not trigger to staple lung tissue. Serious risk because the clamp is positioned in the patient's lung but does not clip. Removal of the clamp performed.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 622c96. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe the exact issue(s) encountered with the device? Were the staples delivered by the device correctly formed? Was the staple line complete? Was the cut line complete? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 622c96, and no non-conformances related to the reported complaint condition were identified.